Event description:
During cervical and cerebral angiogram and coiling, 3 stryker target coils failed to deploy. The procedure was carried out with no complications. Manufacturer response for device, vascular, for promoting embolization, target (per site reporter). Asked that it be returned for analysis, and sent shipping material.